Manufacturer narrative:
A visual examination confirmed the reported event; one of the two tabs of the screw head has fractured off. Aside from the fracture, the head exhibits signs of discoloration on the internal head threads and scratches and notching on the exterior of the screw head. A review of the DHR indicated that there were no anomalies reported at inspection. The probable underlying root cause for the damage is excessive forces leading to loss of mechanical integrity and ultimately implant fracture during usage.

Manufacturer narrative:
Product still enroute to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted causing a delay in surgery over 30 minutes. Patient outcome: no adverse effect reported as a result of this event.